Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: device was manufactured in 2010 and was not subject to UDI requirements, and removed UDI info in d4. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ventilator has an intermittent short. Customer informed that when the unit is powered on, sometimes it would boot up, but sometimes it would not. Battery status is green. No patient is involved.